Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it remains in the patient; therefore, the event cause could not be determined.(B)(4).

Event description:
Treatment of a small ruptured aneurysm measuring approximately 2mm located in the basilar artery. The aneurysm ruptured three weeks prior to the procedure. The patient was on aspirin and plavix. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal end of the pipeline (2.75mm x 10mm) could not be opened. The physician decided to remove the pipeline by trapping the braid between the capture coil and the catheter. Upon removing the pipeline, it deployed in the proximal artery and access to it was lost. Multiple attempts were made to retrieve the pipeline with a snare, but without success. The pipeline remains in the vertebral artery and the pushwire was removed from the patient. The patient had a bad stroke, loss of vision, arm weakness, and eye palsy. The physician believes the cause of the vision loss, arm weakness, and eye palsy was caused by the delivery and attempted recovery of the pipeline. The pipeline was noted to be patent. Two neuroform stents were placed over the aneurysm.

Manufacturer narrative:
Received additional information on 21 jan 2015 stating that the patient has improved. (B)(4).